Event description:
Boston scientific received information that during a device check, this chronic right atrial (ra) lead exhibited high out of range impedance measurements and has since a device replacement a few months ago. A fluoroscopy was negative for any visible anomally. Loss of atrial sensing and oversensing due to noise were produced with arm movement. The physician elected to explant the lead and device. There were no additional adverse patient effects reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.